Manufacturer narrative:
(B)(4) direct stenting. (B)(4). The stent remains in the patient. The stent delivery system was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It cannot be determined whether the IFU deviation contributed to the reported patient effects.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a check patient line alarm during the initial drain. The technical service representative (tsr) had the hp close/open the transfer set 3 times, move the clamp and rub the line, pull up/down on the lines, check the lines for fibrin or air, and then press go. The registered nurse (rn) came on the line and stated there is a large air bubble in the patient line. The tsr advised the rn to end therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent direct stenting in the left proximal circumflex artery with one xience v stent. On (B)(6) 2010, the patient was admitted to the hospital with chest pain and underwent additional stenting with a non-abbott stent for instent restenosis. The patient was discharged home on (B)(6) 2010, and his condition was considered to have resolved. There was no adverse patient sequela. There was no additional information provided.